Event description:
It was reported that the wake button was not working. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.